Event description:
During implantation, the sophy adjustable pressure valve patency was not confirmed: the anti-reflux mechanism was defective. After connecting the sophy valve to the ventricular catheter, the catheter reservoir was pushed with the ventricular tube upstream. Then the filling of the reservoir was seen to come from the valve, sign of a blocking away from its cone seat. Another sophy valve was implanted with success.